Event description:
The facility reported a colleague infusion pump with battery problems. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering confirmed this condition as a depleted battery alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery problems was confirmed by baxter quality engineering as a depleted battery alarm. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).